Event description:
On 8/6, renal artery study indicated stenosis in right renal artery. Stent placement attempted with palmaz device. However, stent came off balloon without inflation. Pt required femoral artery cut-down to remove foreign body. Pt stabilized. Pt will require future stent placement.